Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biopsy device allegedly fired without complete activation. There was no patient involvement.

Manufacturer narrative:
H10: manufacturing review: the event was determined as unexpected and no manufacturing and/or service-related issues were identified therefore a device history records and manufacturing review were not required. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be good overall condition. The device was functionally tested and failed the tests as gun primed and fired with resistance and sled force test results out of tolerance. Also, gun was very dry identified during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device firing without activation issue and the investigation is determined to be confirmed for the identified gun primed and fired with resistance issue and the investigation is determined to be confirmed for the identified sled force test results out of tolerance issue. Additionally, the investigation is determined to be confirmed for the identified use related issue as dry gun of the equipment was found during evaluation. The root cause for reported device firing without activation issue cannot be determined as the problem could not be reproduced. The definitive root cause cannot be determined for the identified resistance issue. However, gun dry is likely cause to the identified resistance issue. The root cause for identified gun was dry issue was determined to be lack of lubrication of the equipment. The root cause for the identified inadequate lubrication was determined to be use related. A results letter needs to be communicated to the end user to inform of the investigation conclusions. The root cause for identified sled force test results out of tolerance issue is unknown. Labeling review: a labeling review was performed. Per the bard magnum biopsy system instructions for use, the magnum instrument is sold nonsterile and is to be decontaminated and processed (e.g., cleaned, lubricated, etc.) Prior to use by the end-user. Bard recommends the magnum® instrument be cleaned and lubricated prior to and after each use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a biopsy procedure, the device allegedly fired without complete activation. There was no patient contact.